Event description:
Contact reports patient came in complaining of back pain. An x-ray showed a screw was possibly fractured. Revision was performed and confirmed screw on one side of the construct was broken. A portion of the screw was removed and later given to the patient. Surgeon added hardware to fuse the area using a larger diameter screw. Area where the screw had broken (place still in bone) was packed with bone graft material.